Event description:
It was reported during renal stenting treatment procedure, shaft damage was noted. The target lesion was located at the right renal artery. A 7fr pv mach1 re-s guide catheter was engaged. After the vessel was stented with an unspecified stent, a part of the lumen or material from the wall was protruding from the tip of the catheter. They tried to flush the catheter but the wire could not advance. When they removed the guide catheter, it appeared that the yellow palatine tip was extending out of the catheter lumen, occluding the lumen. The physician used another catheter guide (renal double curve rdc) to finish the procedure. No complications were reported and the patient's condition is okay.

Event description:
It was reported during renal stenting treatment procedure shaft damage was noted. The target lesion was located at the right renal artery. A 7fr pv mach1 re-s guide catheter was engaged. After the vessel was stented with an unspecified stent, a part of the lumen or material from the wall was protruding from the tip of the catheter. They tried to flush the catheter but the wire could not advance. When they removed the guide catheter, it appeared that the yellow palatine tip was extending out of the catheter lumen, occluding the lumen. The physician used another catheter guide (renal double curve rdc) to finish the procedure. No complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was blood on the shaft. There was a kink 9 cm from the hub. Inspection of the distal tip revealed the tip had collapsed and was folded in the lumen. There was a hole in the tip material where it had folded in the lumen. There was a piece of braiding was protruding from the tip material. The reported difficulty was confirmed and appears to be related to damage to the shaft of the mach1 device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).